Event description:
It was reported that syringe 5ml ll plunger rod was broken. The following information was provided by the initial reporter: hypo--the plunger rod is broken and the staff is stabbed.

Manufacturer narrative:
H6: investigation summary two photo was received by our quality team for evaluation. From the photos, the plunger was observed to be broken. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of the syringe machine and identified a potential area which could lead to the reported defect. The syringe plunger thumb press damage could have occurred at the assembly machine. The probable root cause for the broken plunger could be due to when the low-level sensor located at the plunger incline roller is triggered, the supply of plunger might lack back force. This might lead to the first plunger being slanted and hitting against the rotating plunger infeed dial. A mid-level sensor has been installed to trigger the plunger supply along the plunger incline roller. Communication with the production technicians to raise awareness of this reported defect will also occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter phone#: 15522242593h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll plunger rod was broken. The following information was provided by the initial reporter: hypo--the plunger rod is broken and the staff is stabbed.